Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse observed micro-bubbles in the wash valve assembly. The fse replaced the wash valve assembly to resolve the issue. System performance was verified after the repairs were completed. All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event. All mdrs associated with this event: 2122870-2015-00690; 2122870-2015-00691.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for three (3) patients. The samples from the three (3) patients (designated as patients one (1) through three (3)) were analyzed in triplicate using access 2 immunoassay system serial number (B)(4) and once using alternate access 2 immunoassay system serial number (B)(4) and results above and within the laboratory's normal reference range were obtained. The customer stated the non-reproducible access accutni+3 results were reported from the laboratory. The customer stated there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. MDR 2122870-2015-00691 will address the non-reproducible access accutni+3 results associated with access 2 immunoassay system serial number (B)(4). Access accutni+3 level one (1) quality control (qc) recovery was intermittently outside of the customer's established ranges before and after obtaining the non-reproducible results. After the event a system check passed within published performance specifications, however; access accutni+3 precision run results were outside of published assay performance specifications. The customer did not supply information regarding the collection or centrifugation of the patient samples. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.